Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they have been having ongoing issues with questionable patient sample results for the elecsys troponin t stat assay (tntstat) on the cobas e 411 immunoassay analyzer. The customer stated that previous issues with these results were related to potential sample integrity issues. The customer stated that they now have three patient samples that had erroneous initial results that were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted as < 0.01 ng/ml accompanied by a data flag. The sample was repeated, resulting as 0.086 ng/ml. The second sample, from a (B)(6) male patient born on (B)(6) 1946, initially resulted as < 0.01 ng/ml accompanied by a data flag. The sample was repeated, resulting as 0.28 ng/ml. The third sample, from a (B)(6) female patient born on (B)(6) 1964, initially resulted as < 0.01 ng/ml accompanied by a data flag on (B)(6) 2017. The sample was repeated, resulting as 0.21 ng/ml. No adverse events were alleged to have occurred with the patients. The tntstat reagent lot number was 214158. The reagent expiration date was asked for, but not provided. The customer declined a service visit.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. The customer stated that it is possible that the laboratory humidity may fall below 30 %, but it was between 31% and 38% on the date of the event. Per the alarm trace a liquid level detection error occurred on (B)(6) 2017. Calibration and quality controls surrounding the event were good. The centrifugation time of the samples was below tube manufacturer's recommendations. The use of 13 x 100 mm tubes in combination with a low sample volume and sub-optimal sample probe adjustment may also lead to pipetting issues.